Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and the power supply assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and power supply assembly. Physio-control determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u5 on the therapy pcb assembly, that caused the device not to turn on with ac or dc power.